Event description:
The device result was hi and a result from his doctor's meter was 122mg/dl. Another comparison during his doctor appointment was 497mg/dl on his device and 120mg/dl on the doctor's meter. No treatment was provided. The device was replaced and requested to be returned for evaluation.